Event description:
Hill-rom received a report from the account stating the beds siderails won't latch. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the left intermediate siderails not latching. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance of this bed. It is unk if the facility performed preventative maintenance on their beds. The technician replaced the bent outer arms of the left intermediate side rails to resolve the issue. Based on this information, no further action is required.